Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the programmer turned off unexpectedly. The power supply was replaced as a preventative. The stylus was replaced and calibrated the software was updated, reloaded and reconfigured. All salvaged parts used were inspected per applicable requirements. The programmer passed final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer turned off unexpectedly. The programmer has been returned for evaluation. There was no patient I nvolvement.